Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last three weeks.

Event description:
It was reported that the patient experienced frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the facility.